Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to allow the battery to fully deplete before returning the pump and confirmed the shipment of a replacement pump along with new charging supplies via two-day shipping. The customer was advised to rely on multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery until the new pump arrived.